Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, deep vein thrombosis (dvt) and pulmonary embolism (pe) occurred. "This physician reported that his pt received a te2 stent in 2006. Since implantation of this drug eluting stent, the pt is experiencing "recurrent dvts and pes." The physician feels this may potentially be related to an allergy to the paclitaxel on the stent. The pt is still being evaluated. The pt had 2 bare metal stents implanted in 2005 and a month later in 2005 and no reported problems previously." Four attempts to obtain additional info from the physician were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.